Event description:
The sales rep was made aware that the materials, mgr reported, after mixing the cement, if had a glue like texture and took longer than prescribed to start set. Once it started to harden, it set so quickly that there was almost no time to apply it. The cement was used and the case was completed successfully.